Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed. The customer reported there was no patient involvement.